Event description:
Additional information received reported that the patient had concerns with his device or therapy. The reporter stated that there were times when the device "went haywire" and knocked him "to his feet." It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was reported that the patient had tried to contact the manufacturer but the device seemed to act up on weekends when there was no one on duty, and by monday it was working correctly. It was noted that this had happened at least three times. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that a patient had a shocking or jolting sensation. The reporter stated that the patient was in his driveway when the device "suddenly charged up to about 10" and the patient had to crawl to the house to get his programmer to shut off the device. It was reported that this was the first time this had happened. The reporter stated that the patient had fallen before. It was noted that at the time the device was set at 4 or 5 volts. The reporter stated that the patient felt the stimulation in his lower extremities and feet. It was reported that the patient stated he wasn't trusting the device at this point. A week later, it was reported that the patient visited the clinic. The reporter stated that no changes had been made to the device prior to the event and there was no known interference with the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.

Event description:
Additional information indicated that the cause of the event was unknown. No abnormal impedance measurements were reported. No surgical intervention occurred. Signs and symptoms reported were "possible implant position change." The device had not been reprogrammed nor had the incident been brought to the attention of patient's healthcare professional (hcp) prior to this report. The patient was seen by the hcp on the (B)(6) 2012, without any remark regarding device issues. No patient injury was reported.